Manufacturer narrative:
There is no allegation the esophyx device caused/contributed to this adverse event. This is being reported as there is an allegation the tif procedure caused/contributed to the adverse event and medical intervention was required to preclude permanent injury to a bodily function.

Event description:
The patient returned to the hospital three days after a successful concomitant hiatal hernia repair and tif procedure. Fluid was identified in the pleural cavity and the fluid was drained during a vats procedure. The patient was subsequently discharged at an unknown date and is reportedly doing well.